Event description:
It was reported that prior to surgery that the screwdriver and the screw appeared to be worn out as upon tightening it is slipping. There was no harm or injury to the patient. A 20 - 30 minutes delay was reported while the patient was under general anesthesia. Another device was used to complete the procedure. Due diligence is complete. No additional information is available. Upon investigation, the motor speed was unstable.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: country event occurred in: united kingdom. Review of the most recent repair record identified the following related repair: technician verified that the screws and reciprocation arm were worn and that the motor speed was unstable. Screws, reciprocation arm, and motor were replaced and the unit was returned to service. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h11. Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The previous report was forwarded in error and should be voided.